Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately delivered energy to the patient while the defibrillator was in monitor mode. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Review of the activity log showed the device was set to manual defib mode, users charged the device then press the shock button twice delivering a 30j discharge to the patient. The device cannot deliver therapy in monitor mode without user intervention. It appears the shock was unintentionally delivered during 30j test while the patient was still connected. The customer confirmed they would retrain users on proper testing procedures. The device and returned multifunction cable (mfc) and battery passed testing without duplicating a malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.